Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, gel leak, check therapy pad messages, can connection status) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functionality testing. The cause for the failure was isolated to damaged housing on the trunk cable that does not allow the belt to insert into the monitor. The root cause for damaged housing could not be positively identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.